Manufacturer narrative:
H3, h6: siemens healthineers (siemens) has investigated the reported event. Although the investigation is not yet complete, siemens experts have determined the following. The sluggish movement of the ptab did not occur suddenly. As shown in the provided image, the 5th wheel is heavily contaminated with soil, indicating that it has likely not been cleaned for a very long time. Under these conditions, stiffness should have been noticeable well before the reported problem.to restore proper maneuverability and ensure safe operation, the 5th wheel must be thoroughly cleaned or, if cleaning is no longer sufficient, then it should be replaced.the safety instructions for the aera dockable patient table (magnetom aera / skyra / standard procedure according to iec 62353, print no. M7-010.833.05.11.02, revision date: 05.25, page 9 and 10, chapter 2.2.1 and 2.2.2) clearly state:¿perform a visual inspection of the dockable patient table. Thoroughly inspect the frame, the wheels, and the interlocking mechanism for damage, and take corrective action if necessary.¿(inspection interval: 12 months).regular visual inspections and maintenance are essential to detect contamination, wear, or functional degradation at an early stage and to prevent operational issues or safety risks.the components listed below were received and forwarded to our experts for investigation:¿ castor wheel (material # 10591346; serial # n.a.): the castor wheel functions properly. However, it is not confirmed that this was the originally reported broken front-left wheel.¿ connector (material # 10915410; serial # n.a.): the connector is not relevant to the issue, as it is part of the ptab lifting tool used solely for wheel replacement.¿ single wheel of the 5th wheel assembly (material # 10591343; serial # n.a.): the wheel itself is functional. It was cleaned prior to transport, which is evident when compared to the provided picture. The investigation concludes that the reduced maneuverability was caused by contamination of the wheel rather than by a mechanical defect.it was initially communicated that the front left wheel was broken at the time the technologist got a herniated disk from maneuvering the table. To ensure proper operation of the ptab, all components must be in fully functional and clean condition during use. If the ptab becomes difficult to maneuver, the wheels should be inspected and cleaned accordingly.siemens will submit a supplemental report to the FDA upon completion of the investigation.h11 corrected data:d3, g1: manufacturer¿s street address was corrected to allee am röthelheimpark 2.

Manufacturer narrative:
Upon inspection of the unit involved, it was found that the left front wheel did not turn smoothly, and the fifth wheel was jammed due to accumulated hair and dust. According to the information received on (B)(6) 2025, the current state of health of the operator is good compared to before. He continues to experience mild pain from the elbow to the hand.

Event description:
Siemens was informed about an adverse event that occurred while operating the magnetom aera system. The technologist tried to maneuver the table alone with a heavy patient on the table. This resulted in the technologist injuring - herniated disc - his back. The technologist was advised to undergo physical therapy and acupuncture.